Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device stopped working. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation determined the system pcba failed. Due to end of life this device is not repairable and was taken out of service.